Event description:
A report was received that the patient had difficulty charging the ipg. It was also noted that the battery had flipped. The patient underwent an ipg replacement procedure per physician's preference. The patient was doing well postoperatively.